Event description:
It was reported the colonovideoscope had contamination due to gram negative bacilli (bgn) non fermenter sphingomonas. The issue occurred during set-up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: d8; d9; g3; h2; h3; h4; h6 and h11. The device was culture tested positive by the customer. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested again confirming no growth after 48 hours. In addition, the following reportable malfunctions were identified during the device evaluation: electro luminescent (el)-connector has corrosion. Based on the results of the investigation, no correlation has been observed between actual product device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cds information from the customer, we cannot correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. The initial hmi could not confirm customer findings. After additional reprocessing by olympus, the hygiene microbiological investigation (hmi) was within the acceptance criteria. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.